Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that surgical procedure was being performed due to revision gamma nail on the left side. The nail broke at the point where the lag screw passes through the nail. The broken nail was removed, the femur was reduced, grafted and a new nail was inserted.